Event description:
During insertion of intraventricular bolt, the catheter tip broke off, after insertion for burr hole enlargement and remained in subdural space, requiring craniotomy for removal of catheter tip.